Manufacturer narrative:
(B)(4). Batch # n90j12. The device was returned with the I-blade lower tip on the wrong side of the jaw; the lower jaw channel was damaged. In addition, the electrode and ceramic were separated from the lower jaw but still attached to the active rod, due to the I-blade was on the wrong side of the jaw the electrode and ceramic got separated when the device was fired. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic ventral hernia repair procedure the jaw broke on the last cut of the previous implanted mesh (ten years ago). After removing the device from the patient, the broken part of the jaw pulled out a long metal piece from the shaft of the device. Procedure was completed with monopolar scissors. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The account provided an photographic image. This analysis is based on an image sent by the account and is not of the instrument. The image provided by the account shows what appears to be the electrode still connected to the active rod. No conclusion could be reached as to how this issue occurred.